Manufacturer narrative:
The insulin pump passed the displacement test, self-test, off no power test, error test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery and alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform excessive no delivery test and occlusion test due to motor error alarms. No alarm was noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm on their insulin pump. The customer states they received motor position encoder error and motion sensor test failure alarms. The customer's blood glucose level at the time of incident was unknown.